Event description:
A feeding tube was placed in 12/96. It was noted the feeding tube moved out of the stomach and into the peritoneum causing the pt to develop peritonitis. Two days after the peg was placed the pt expired. No further info is available.